Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleges that when the bed goes forward with the intellidrive the bed moves backward. There was no reported injury.